Manufacturer narrative:
Specific patient information and device serial number are documented as unknown. The event date was estimated as the date of publication and data collection were not provided. Article title: a case of intraoperative awakening after implantable left ventricular assist artificial heart replacement (B)(6) department of surgery, (B)(6) hospital. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed. Reporter address line 1; (B)(6). Reporter postal office or zip code:(B)(6).

Event description:
It was reported through the literature article "a case of intraoperative awakening after implantable left ventricular assist artificial heart replacement" that the patient required replacement surgery for driveline disconnection. Related MFR #: 2916596-2022-14824.

Manufacturer narrative:
Further information was received indicating this event was a duplicate and reported under manufacturer reference number 2916596-2022-15631.